Manufacturer narrative:
Additional information was received that the display failure did not cause a failure to ventilate. The reported complaint will be noted during preuse testing, as contained in the user manual. According to the event information, the unit would not turn on, preventing use of the device. This initial reported complaint is not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The universal power supply was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit did not light up, display failures potentially cause an inability to mechanically ventilate. There was no report of patient involvement.